Event description:
Allegedly, patient was revised due to prosthesis dislocation components not revised: cotyle "anca" avec trous a/revet. Hap 54 ppr67254, lot t07124541. Tete femorale 28 cm 12/14 ceramique al2.o3 ppt10252, lot t10133573. Tige "anca fit?" Rev. Hap 1/3 proximal 12g ppr67610, lot t07126076. Insert ceram "anca fit?" 28/40 50-52-54/28 al2.o3 bio. Forte ppr67510, lot t09133022.